Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. There was a stored untreated episode due to the same noise. The device sensing vector is set to the alternate vector. The patent also has a left ventricular assist device. During follow-up, the patient presenting electrograms had the same noise. Technical services discussed some testing with the caller. There were no additional adverse patient effects. The system remains implanted.